Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the hydratome was advanced down the scope, the doctor was going to begin cannulation and noted the tip of the device was kinked. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the hydratome was advanced down the scope, the doctor was going to begin cannulation and noted the tip of the device was kinked. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length and exposed cut wire were twisted and bent/kinked. The device was unable to meet the 90 degree minimum bowing specification due to the condition of the device. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.